Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that an unknown meter read inaccurately. The medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010, and was able to obtain/verify information. The patient informed the mss that the alleged device was a one touch ultra 2 meter. The patient currently tests her blood glucose up to 20 times a day since she does not feel comfortable using the reported device. She manages her diabetes with sliding-scale novolog insulin based on her meter readings. The patient indicated that on (B)(6) 2010, she tested her blood glucose with the reported meter at 11:44 pm and got a result of "440 mg/dl." Since the patient did not trust the result, the patient tested again at 11:45 pm and 11:46 pm and got results of "238 and 98 mg/dl." Based on the "440 mg/dl" result, the patient took an unknown dose of sliding-scale novolog insulin and then went to bed. The patient mentioned that her last meal that day was a little before 9:00 pm. The next morning, the patient claimed that she woke up but was semi-alert. According to the patient, her family heard a crash and found out that she had fallen in the bathroom. The patient claimed that her blood glucose had dropped too low from taking too much insulin the night before. The patient stated that she was in a "semi-coma" and had bruises on her body. The patient was unsure where the bruises came from but she believes they might have been a result of the fall. The patient's family treated her with candy, sugar, and orange juice before taking her to a hospital. By the time she got to the hospital, the patient was feeling better. The hospital tested the patient's blood glucose and got a result of "122 mg/dl." She denied receiving any additional treatment from the hospital. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms and received treatment from her family after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.